Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and psychiatric disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 800cc mentor memorygel breast implant on the right side and 750cc mentor memorygel breast implant on the left side. Now this patient reported left side rupture, generalized illness (fatigue, brain fog, joints pain, vision issues, dryness, anxiety, depression, suicidal ideation, hot flashes, cold flashes, cold fingers and toes, vertigo, miscarriages, unexplained infertility), and psychiatric disorder. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.